Manufacturer narrative:
As no product problem or deficiency associated with a gore® device caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2015-00862 was submitted in error, and is hereby retracted.

Event description:
It was reported that the patient expired from cardiac death on an unknown date in (B)(6) 2014, but sometime after experiencing a complete heart block and having a pacemaker implanted on (B)(6) 2014. The patient's death is reported to be unrelated to any deficiency of a gore device. Further investigation determined the endoleak was caused or contributed to by the non gore manufactured devices.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the patient the patient was diagnosed with a persistent proximal type I endoleak thought to be caused by the unknown manufacturer's extension cuff pushing up on the main body of the unknown manufacturer's originally implanted endoprosthesis. On (B)(6) 2014, the patient underwent re-intervention and aortic catheterization and placement of a palmaz stent was performed. The patient tolerated the procedure, it is unknown if the endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Patient medications include but are not limited to: lipitor, aspirin, coreg, micardis, norvasc. The gore® tag® thoracic endoprosthesis, instructions for use (IFU) states, the gore® tag® thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta). Additionally, the IFU states, the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area. (B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a type iii endoleak reported to be caused by the disconnect from an aortic cuff and the main body of non gore manufactured endoprosthesis. It was reported that three conformable gore® tag® thoracic endoprostheses were implanted. The aneurysm at this time was reported to measure 90.3mm in diameter. The patient tolerated the procedure. On (B)(6) 2015, the patient the patient was diagnosed with a persistent proximal type I endoleak thought to be caused by the unknown manufacturer¿s extension cuff pushing up on the main body of the unknown manufacturer¿s originally implanted endoprosthesis. On (B)(6) 2015, the patient underwent re-intervention and aortic catheterization and placement of a palmaz stent was performed. The patient tolerated the procedure, it is unknown if the endoleak was resolved.